Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question, which appeared as weak positive. The camera images were aligned and focused, and the instrument event log showed no errors during testing. An immucor field service engineer (fse) visited the customer site on 27jul2018 to assess the testing instrument in question. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody identification when tested on a galileo echo instrument.